Event description:
New information notes that the device download was performed successfully and the device was restored. Patient will be followed-up normally.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient received a new rf transmitter, it could not be paired with the device. Through merlin.net transmission, rf internal error was noted. Device download was recommended. Patient is scheduled for in-clinic visit next month.